Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified dark debris at the conical taper. Burnishing was observed on the elliptical taper. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The following sections could not be completed with the limited information provided. Weight - ni. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02037.

Event description:
It was reported patient¿s left hip was revised approximately 4 years post-implantation due to pain, loss of mobility, and ambulation difficulties. Operative report indicated adverse local tissue reaction in the setting of a modular neck prosthesis, as well as a 44mm outer diameter, metal on metal articulation. Operative findings were no signs of obvious infection, well-fixed femoral acetabular components, moderate corrosion at the trunnion, and no obvious corrosion at the modular neck junction. During the procedure, a pseudotumor with a greenish tint was noted. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: modular neck g 12/14 neck taper use with +0 heads only catalog#: 00784802300 lot# 61614087 modular femoral stem press-fit plasma sprayed cementless size 11 catalog# 00771301100 lot# 61614087. Reported event was confirmed by review of op notes. Revision surgery notes. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 6 years post-implantation due to pain. Operative report indicated adverse local tissue reaction, moderate corrosion at the trunnion with no obvious corrosion at the modular neck junction. During the procedure, a pseudotumor with a greenish tint was noted. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.